Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of two (2) interlink system buretrol solution sets could not be filled with fluid. The burette chamber was filled with solution, but the needle would not allow any fluid to be released from the burette chamber into the drip chamber. This occurred during set up prior to patient use. There was no patient involvement. No additional information is available.